Event description:
Upon deploying the perclose device, md was unable to remove it. Md attempted multiple times without success. The rep was called the for the company for support - the rep recommended calling vascular surgery upon hearing the issue.